Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient experienced a hyperglycemic event on (B)(6) 2106. The reporter stated that the patient had a blood glucose of 466 mg/dl with symptoms of extreme thirst and large ketones. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient remained on the pump following the alleged issue. The reporter stated that there was a prime issue with the pump that contributed to the alleged blood glucose excursion. A customer technical support (cts) representative performed troubleshooting and found that the patient did not prime enough insulin to fill the tubing after a site change. This complaint is being reported due to the patient experiencing a hyperglycemic event as a result of use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: pump returned with a crack at the threads of the battery compartment and visible corrosion in the battery compartment. The pump does not power on, no audible or vibratory sounds, the display screen is blank. The attempt to download the pump history and black box was unsuccessful. The pump fails leak test with a battery compartment leak. Removed the pump cover; evidence of internal moisture was found on the internal components. Unable to complete required investigation steps and adequately investigate the compliant due to internal moisture damage in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.